Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician intended to use a protege everflex to treat a calcified cto of sfa. The vessel was pre-dilated with a 4mm balloon. The stent was unable to cross the lesion. It is reported that the undeployed stent was difficult to remove. The physician removed the sds and guidewire as one unit. Upon inspection after removal, it was noticed that the distal tip of the delivery system had slightly separated from the body of the delivery system and the stent had begun to partially deploy. The deployment mechanism was never engaged by the physician. It is reported that less than 1cm of the stent came out of the catheter. The procedure was aborted and the patient is being rescheduled for another procedure at a later date. There is no reported patient injury. Please note that this device (protege everflx) was not approved for use in the sfa at the time of this event.